Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors that caused customer to reprime the insulin pump. Customer also reported crack near reservoir area, unexplained no delivery alarms, rejection of new batteries and louder rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.